Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm 2 times. The customer¿s blood glucose was unknown. The customer stated that the insulin pump had cracked on the top right corner of screen that wrap up and over the top of the casing. Customer stated that 2 cracked along the battery compartment. The device will not be returned for analysis.